Event description:
It was reported that in the patient with left ureteral calculi and left hydronephrosis, the d-j stent was indwelled to keep the ureter unobstructed to improve the hydronephrosis and later the surgery was planned. Later, the patient's ureteral calculi were naturally excluded and the stent was planned to be removed. The stent was indwelled in the patient for six weeks. During the process, the renal pelvis and ureteral segments of the d-j stent were found. Also, obvious calcium deposition was found on the renal pelvis and ureteral segments and the surface of the bladder segment of the d-j tube, which caused increased resistance of stent removal and certain damage to the ureter. It was mentioned that this affected the treatment and the d-j stent surface coating process was poor. Also, harm to the patient was mentioned as serious injury. The patient was replaced with a new d-j stent. It was unknown what medical intervention was provided for ureteral damage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Based on the risk management file a potential root cause could be, "material selection", however, sufficient information is not available to find a specific root cause. No manufacturing issues or non-conformance were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. : the device was not returned.

Event description:
It was reported that in the patient with left ureteral calculi and left hydronephrosis, the d-j stent was indwelled to keep the ureter unobstructed to improve the hydronephrosis and later the surgery was planned. Later, the patient's ureteral calculi were naturally excluded and the stent was planned to be removed. The stent was indwelled in the patient for six weeks. During the process, the renal pelvis and ureteral segments of the d-j stent were found. Also, obvious calcium deposition was found on the renal pelvis and ureteral segments and the surface of the bladder segment of the d-j tube, which caused increased resistance of stent removal and certain damage to the ureter. It was mentioned that this affected the treatment and the d-j stent surface coating process was poor. Also, harm to the patient was mentioned as serious injury. The patient was replaced with a new d-j stent. It was unknown what medical intervention was provided for ureteral damage.